Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of difficulty with inflation is confirmed due to the condition of the sample, and the cause is determined to be manufacturing related. Difficulty with deflation was also found, and believed to be related. The device returned was one 14 fr 5 cc inflation volume tri-funnel replacement gastrostomy device. Visual and tactual observation was unremarkable. Functional testing found no problem inflating the device with 5 cc of fluid. The device¿s balloon was not found to be abnormally asymmetrical. Upon attempted deflation, the balloon was found to be very difficult to deflate. Microscopic observation found, when the balloon material was cut off to allow visualization of the balloon inflation notch within, that while the notch had been cut, the bit of silicone cut out was hanging on by a small bit of material and had not been removed. This provides the reason for the difficulty of deflation, as the bit of material would block the inflation notch during aspiration. It is also believed that any inflation difficulty experienced would likely have been due to the notch originally being more connected to the tubing, blocking the notch to a greater degree; later the notch became more dislodged such that only aspiration was affected. This complaint is therefore determined to be manufacturing related and the device will be forwarded to the manufacturing facility for further evaluation. Corrective actions are being implemented to prevent recurrence of this event.

Event description:
It was reported that during the pretest, allegedly the balloon would only inflate on one side. Device was not used on a patient.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of ngas2058 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the pretest, allegedly the balloon would only inflate on one side. Device was not used on a patient.